Manufacturer narrative:
Additional information received on 12 april 2017 and includes: no critical delay linked to this event was observed. The tip broken fragment did not fall into the patient. Batch review performed on 08 may 2017. Lot 1552549: (B)(4) items manufactured and released on 28 january 2016. No anomalies found related to the problem. Non conformities were documented in the root card but they were all solved prior to items release. To date, (B)(4) similar events have been reported on items of the same lot. On 8 may 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: breakage of the tip during screw insertion. The pictures received with the complaint were also considered. Breakage can occur in case of high insertion torque, typically related to large diameter screws (>7mm), long screws (>60mm) and/or hard bone (e.g. Sacral bone, sclerotic bone). In such cases, bone tapping is recommended in the surgical technique. In this case, even though the tap was used, the combination of large diameter (ø8mm), long screw (80mm) and sacral bone (s2) led to high torque, above the strength of the driver. In such cases, if the surgeon perceives the high torque during the insertion, he could remove the screw and tap further in deep before repositioning the screw. The strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (B)(4). Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness. The instrument set always includes a second pedicle screwdriver, and another "simple" screwdriver to complete the surgery in case of breakage.

Event description:
Surgery was a revision on l2-l3, l3-l4 plus extension on l1,l5, s1 and s2. On l2, l3 and l4, the surgeon replaced the previously implanted screws (non-medacta products) with new medacta screws. The not-cannulated screwdriver broke during the insertion of s2 first screw (diameter 8mm, lenght 80mm). The 8mm tap was used before screw insertion. The end tip of the screwdriver is twisted. No critical delay linked to this event was observed. The tip broken fragment did not fall into the patient.